Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
PICC placed. Upon exam and removing dressing, distal tubing was noted to be detached from distal side of hub.